Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced failure code 500:320. It is unknown when this event occurred. During review of the pump's event history, baxter personnel discovered this event interrupted delivery. There was no patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. The user interface module software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320 was confirmed but not duplicated during product evaluation. No assignable cause was provided. However, the pump's user interface module keypad was replaced as a precaution. A service history review revealed no previous service events were related to the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).the root cause investigation is in progress through mdq-CAPA-(B)(4).